Event description:
Philips received a complaint by the customer on the v60, indicating that the device was running on internal battery even while plugged in. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was running on internal battery even while plugged in. Per previous good faith effort (gfe) response, the rse stated that the work order was canceled as the customer called back to advise that the power cord resolved the problem. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.